Manufacturer narrative:
The exact date of implant was not reported. (B)(4). Review of ap and lateral x-rays verify an extensive construct t6 to sacrum with multiple pedicle screws. Broken rods are reported, but x-ray quality is poor and cannot verify report. Marks of tightening of multiaxial bone screws can be found on both parts of the broken rod (marks of setscrew pointing on the rod and marks of pressure against the mas seating saddle), as well as marks of tightening of a crosslink. No mark with implant can be identified at s1 on the shorter broken part and around t4 on the longer broken part. No mark of screw loosening can be identified on the rod at l3. The rod presents multiple marks coming from the rod contouring maneuvers during the initial surgery. The fracture is orthogonal to the rod direction and occurred near the connection to a mas. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section. No defect was found at the level of the breakage. The rod shows typical metal fatigue damaging near the connection to an implant head. The origin of the fatigue damaging of the metal 7 months post implantation could be linked to the high level of loads applied on the spinal system (may be due to patient weight). A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a fusion procedure utilizing posterior instrumentation from t4-s1 to treat thoracolumbar scoliosis. Sometime post-op, it was discovered that a rod broke on the right side at l4. A revision was performed approximately 7 months post-op, and all hardware was extracted and replaced. The surgery was completed with satisfactory results.